Event description:
The pt is a male with a history of diabetes and peripheral vascular disease, who has an open wound of his left foot and was taken to the or for a split-thickness skin graft of the left foot that was less than 100 sq cm. The surgical tech placed the blade in the dermatome up side down and handed it to the surgeon for use on the pt, causing a laceration on the left anterior thigh that required suturing.